Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by operational checking, however an error in the event log confirmed that the alarm was recorded. The device's system board and blower assembly were replaced to address the issue.